Event description:
The article, "risk of delayed atrioventricular block in tavr recipients with preexisting right bundle branch block", was reviewed. The article presented a retrospective, multicenter study that evaluated the risk of delayed atrioventricular block (avb) in patients with transcatheter aortic valve replacement (tavr) who had preexisting right bundle branch block (rbbb) and did not experience procedural avb. Devices included in the study were sapien 3, sapien ultra, sapien resilia, evolut pro, evolut pro+, evolut fx, navitor, acurate neo2, and unknown. The article concluded that about one-fifth of patients with preexisting rbbb and no procedural avb presented a delayed avb within 30 days after tavr, leading to ppi in 93% of cases. Considering that most patients developing delayed avb after day 3 exhibited some ECG changes within 72 hours post-tavr, discharging patients on day 3 appears to be safe in those patients with no ECG changes, and provided that systematic continuous ECG monitoring is used for all patients with ECG changes. Further studies are required to confirm this strategy in tavr recipients with preexisting rbbb. [The primary and corresponding author was josep rodés-cabau, quebec heart and lung institute, laval university, quebec city, qc, canada, with corresponding email josep.rodes@criucpq.ulaval.ca] the time frame of the study was from 2020 to 2024. A total of 190 patients were included in the study, of which 10% received an abbott device. The average age was 79 years, and the majority gender was male. Comorbidities included preexisting right bundle branch block.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor and navitor vision valve were reported in a research article in a subject population with multiple co-morbidities including preexisting right bundle branch block]. Complications reported included surgical intervention (permanent pacemaker), unexpected medical intervention (temporary pacemaker), heart block, non-specific ECG changes; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "risk of delayed atrioventricular block in tavr recipients with preexisting right bundle branch block", was reviewed. The article presented a retrospective, multicenter study that evaluated the risk of delayed atrioventricular block (avb) in patients with transcatheter aortic valve replacement (tavr) who had preexisting right bundle branch block (rbbb) and did not experience procedural avb. Devices included in the study were sapien 3, sapien ultra, sapien resilia, evolut pro, evolut pro+, evolut fx, navitor, accurate neo2, and unknown. The article concluded that about one-fifth of patients with preexisting rbbb and no procedural avb presented a delayed avb within 30 days after tavr, leading to ppi in 93% of cases. Considering that most patients developing delayed avb after day 3 exhibited some ECG changes within 72 hours post-tavr, discharging patients on day 3 appears to be safe in those patients with no ECG changes, and provided that systematic continuous ECG monitoring is used for all patients with ECG changes. Further studies are required to confirm this strategy in tavr recipients with preexisting rbbb. [The primary and corresponding author was josep rodés-cabau, quebec heart and lung institute, laval university, quebec city, qc, canada, with corresponding email josep.rodes@criucpq.ulaval.ca]. The time frame of the study was from 2020 to 2024. A total of 190 patients were included in the study, of which 10% received an abbott device. The average age was 79 years, and the majority gender was male. Comorbidities included preexisting right bundle branch block.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.